Event description:
The lens was explanted due to a vast difference in the correction of each eye. A diopter change was required to correct the diplopia. Reporter stated there was nothing wrong with the iol or the calculations to correct the patient's vision.

Manufacturer narrative:
No iol problem reported.